Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 400 mg/dl; suspected cause was due to intermittent occlusions. Reportedly, the customer's insulin was also expired. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 6/29/25 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.